Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer's blood glucose value was unknown at the time of the incident. The customer also reported that failed battery alarm occurred many times. The customer stated that the battery cap was not loosed, cracked or damaged. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, a21 error test and all operating currents tested within the specific range. Pump was monitored and tested with no failed battery test noted. (B)(4).